Manufacturer narrative:
Once the sample is received, an investigation will be completed per our procedures and once complete the results will be forwarded to the FDA in a follow up MDR.

Event description:
With insertion of PICC, the guidewire snaps with removal, leading to the need to remove the line and reinsert new line.